Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) ranging from 39 to 47 (mg/dl). Juice and glucose tablets were consumed to treat bg. Reportedly, the customer suspected the cause was due to exercise or having too much insulin in the system due to the basal software not suspending insulin fast enough. During a follow-up call, the contact reported belief that the low bg was a result of high exercise and activity and there was no issues with the pump.